Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had the implantable neurostimulator (ins) put into MRI mode so she could have the procedure, but afterwards, the ins would not turn back on. The patient was educated on how to turn the ins back on and they were able to; troubleshooting resolved the issue. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
Pt's weight: information provided. If information is provided in the future, a supplemental report will be issued.